Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of the treatment. The procedure was completed by moving the flex move stand manually. The remote service engineer (rse) analyzed the system remotely and identified that the lateral movement of the flex move arm was partially inoperative. A review of the system logfiles found a collision on 4 movements. Upon troubleshooting actions, rse identified that in another case, the philips field service engineer (fse) replaced the motor assembly was replaced and adjusted the longitudinal and transverse movements of the frontal tripod and calibrated the new force sensor. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the lateral movement of the flex move arm was partly not available. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.